Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had called because two weeks ago they'd fallen down some stairs and that since they'd fallen, their symptoms had returned, they were feeling the stimulation in a slightly different location than before the fall and they have been experiencing pain. The patient stated when they were implanted on (B)(6) 2022, they were only given one program so they had no other programs to try at this time. The patient stated it hurt to increase the stimulation any higher so they turned it off. The patient stated they told their managing health care provider (hcp) about the issue and an x-ray was done and the hcp told the patient that everything looked ok and that the patient needed to be reprogrammed. The patient stated the hcp told the patient to call medtronic to request who their medtronic representative (rep) was and the patient could meet with the rep when they went to billings mt for work from (B)(6) 2022 until (B)(6) 2022. Patient services reviewed the role of the rep with the patient and redirected the patient back to their managing health care provider (hcp) so the hcp could page a rep to be at an appointment for the patient so the patient could be reprogrammed. The patient stated they were out of it when they were trained but they thought they recalled the rep or hcp saying the patient could be reprogrammed remotely. Patient services reviewed with the patient that they would need to meet with the rep at an hcp facility for a reprogramming session but offered to send an e-mail to the field to alert them of the situation. The patient was also going to call their hcp to see if the hcp could page a rep.